Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-22. It was unknown if the fall affected the patient¿s system. The cause of their issues was due to the patient not charging since november. To resolve the issue the power on reset (por) code 0x2608 was cleared. It was noted that impedances are within range. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient is trying to charge their ins but the charger is not recognizing/picking up their ins. They had pain beginning in (B)(6) 2019 and were going to try and increase but could not. They last felt stimulation 2 weeks ago and last successfully charged probably 2 weeks ago. The patient later stated that they have been trying for 3 weeks probably in march and discovered that they couldn¿t recharge 2 days after 2 weeks ago. The patient noting falling a while ago, it had to be in (B)(6) 2019. The patient described seeing a reposition antenna screen with the recharger and got poor communication on their patient programmer. They tried with and without the antenna but that did not resolve the poor communication. The patient was redirected to follow up with their healthcare professional (hcp). However, the patient noted that their hcp only does surgery so they would contact their manufacture representative (rep) who they meet with for programming optimization. No further complications were reported/are anticipated.